Manufacturer narrative:
A search of the complaint database revealed no additional complaints reported for the same lot. A review of the device history record revealed no anomalies. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp in late 2008 that a redial jaw 4 biopsy forceps with needle was used during a procedure. According to the complainant, "the device did not properly cut the tissue. It caused an arteriolar bleeding. They placed a clip to stop that bleeding." No other info is available at this time regarding pt condition.